Event description:
The male patient received two cypher select stents. After the procedure, the patient developed pulseless ventricular tachycardia which was electrically cardioverted and subsequently the patient became stable.

Manufacturer narrative:
This device (lot 13191791) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2007-01589. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.